Event description:
A healthcare worker (hcw) in (B)(6) was performing manual processing using cidex opa solution. The hcw experienced red spots and itching of her arms lasting two days. The hcw also experienced eye irritation and itchy throat for two days, and a headache lasting one day. It was reported that the hcw took an over-the-counter anti-histamine medication to relieve the symptoms. The healthcare worker did not seek medical attention nor did she receive any prescribed medical treatment. The hcw was wearing ppe consisting of gloves and a mask. There were a total of five healthcare workers who experienced symptoms. Only one of the five experienced an allergic reaction. The room was reported to be well ventilated (with windows and air conditioning) although the air exchanges were not measured.